Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) emailed the customer requesting additional details regarding the issue. No response was received from the customer, and the case was subsequently closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a wrong item issue occurred during medication removal. Dexamethasone and hydromorphone displayed a "wrong item" message when scanned during removal, despite no incorrect item linkage being identified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.